Manufacturer narrative:
No patient information provided. No patient injury reported. Very limited information was provided by the foreign site as to the initial reporter. Only the hospital name was provided. The complaint is related to the heat exchanger, not a tubing component leak. Photos provided by the foreign site depicted the failure mode. 3m is in the process on working on improvements to the rf mandrel, film tensile and melt point conditions for this product to reduce this type of complaint. End of report.

Event description:
It was alleged that a 3m ranger (tm) high flow blood/fluid disposable set leaked within the heat exchanger area. No patient injury was reported. The type of fluid being used (blood/saline) was not specified.